Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) field service engineer (fse) confirmed that there were no further issues with the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The customer had concern with the backup battery power on the psc. The fse confirmed that told her that it did turn on, based on the log review. The fse explained that because the psc was on battery backup, that it was able to switch back to ac power when it came back on and through the blue fiber cables communicate to the other consoles to power on from standby mode. The fse asked if the surgeon's head was in the viewer, as this would cause the master tool manipulator (mtm)s to become unlocked/active and possibly drift. The customer could not recall. The fse found no mtm drift errors in the logs. A review of the system logs was performed by isi quality engineer (qe). The following additional information was provided: based on the error logs, the psc switched to battery power as designed when power was lost. Once power was available again, the system switched back to ac power. Based on the fse notes, the customer was unsure if the surgeons head was in the console, but if his head remained in the console then the instruments were still in following mode. By design the instruments should not move or change positions with a power outage. The system would not do the self-checks with movement as long as there are sterile adapters installed during a mid-procedure restart. However, in this case as mentioned before the psc never lost power or restarted, it just switched power sources.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system lost the power that resulted in a system shutdown, including the patient side cart (psc). The surgeon was concerned due to when the system got powered back all the instruments that were grasping tissue opened up on their own. The instruments were holding any blue vessels or anything that would cause a problem if the instrument jaws opened. The error was recovered. The customer called back and stated that all carts, including the psc, lost power and the arms were not in the same position they were at psc prior to power being lost. The procedure was completed with no reported injury. The customer confirmed that they completed another one with no issues.